Manufacturer narrative:
The product was returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient received a shock from their implantable cardioverter defibrillator (ICD) while at home. The patient was seen at the hospital for follow-up and the ICD was interrogated and code 1004 was exhibited which is indicative for a short circuit condition detected during shock delivery. The ICD also recorded a code 1007 indicative of the capacitor charge time having exceeded the limit. Additional information provided from the field indicates surgical intervention was performed and the right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Visual inspection confirmed a complete lead with setscrews marks on all terminal connectors at correct locations. An insulation cut was noted at 14.5, 17.5, 19 and 22 cm from the terminal pin; most likely induced damages at the explant procedure. Close examination of the cut at 14.5 cm identified what appears to be partially melted metal on the distal high voltage dbs cable. Resistance testing was completed to assess the leads electrical performance and integrity. Measurements throughout these tests were within normal limits. Although the lead passed electrical testing, the identified melted metal may correspond to the identified arc mark on the device case, indicating energy shorted from this lead to the device.

Event description:
--